Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high troponin (accutni) results generated by the unicel dxc 600i synchron access clinical systems. The original specimens were re-tested and lower results were obtained. The laboratory has indicated that no effect to patient treatment occurred.

Manufacturer narrative:
Both samples were serum. No qc failures occurred during this time. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced the wash assembly and tubing, and then ran appropriate alignments. Although the fse replaced parts, the root cause is unknown.